Event description:
During a revision producer to remove a broken plate, two screws were found to be broken. All hardware was removed from the patient and new hardware placed. Patient was diagnosed with nonunion of left supracondylar and periprosthetic distal femur fracture.

Manufacturer narrative:
D1,d4 cat.#: mfg was unable to determine the catalog number during the eval. H3,h6: microscopic examination revealed the fracture occurred at a single time and no evidence of a previous crack or partial fracture is present. The screw has marks in the break area that are not normal for a torsion shear break. Bio-material remains in the head threads. A dimensional eval found that all dimensions that could be checked are within tolerance. Product development stated the plate and screw construct are not intended to bear fu ll functional load in the presence of nonunion.